Event description:
The customer reported that "spo2 showed 100% all the time even thought he child had pulmonary situation on the bais of severe disorder in oxygenation. This false high spo2-situation led the delay in patient care."

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.